Manufacturer narrative:
Other devices used: catalog number 220410 apex modular neck 47.5. Device history records for the stem are intact and conforming and indicate MFR to specifications.

Event description:
Porous femoral stem revised 59 months after primary total hip arthroplasty. Prior to revision, patient felt pain which became progressively worse. Surgery was described as unremarkable.